Manufacturer narrative:
Pending investigation. D10: (B)(6) - 02-012-45-5060 - lgc tibial fit tray cem sz 5f / 6t. (B)(6) - 201-78-15 - holding pin mini sharp point 4 pk. (B)(6) - 201-78-81 - 3 trocar, mod. Hex 2pk. (B)(6) - 521-78-23 - threaded pin size 2.3 collared. (B)(6) - 521-78-23 - threaded pin size 2.3 collared. (B)(6) - 521-78-32 - threaded pin size 3.0 collarless. (B)(6) - a10012 - gps implant kit v2.

Event description:
It was reported that this 66 y/o male patient's left knee was revised approximately 4 years post op. Everything was revised due to osteolysis/loosening of femur as a result of patella and tibial insert wear. Patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
H3: the revision reported was likely the result of presumed prosthesis wear and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. However, the reported femoral loosening cannot be confirmed as the device was not returned for evaluation.